Event description:
A sunrise medical customer service supervisor received a fax from a dealer at national seating and mobility. The dealer stated an end user reported an adverse event to him. The dealer stated that the end user was in the chair on one occasion when it folded up on it's own. He states the seating shell came out of the chair and the end user was injured (specific injury sustained not stated). The end user was taken to the emergency room due to bruising and a laceration that may have required a couple of stitches. The dealer who sent the fax in claims the kid kart base frame is not locking securely and has folded up on it's own when in use a couple of times prior to the incident. (B)(4).

Manufacturer narrative:
No previous complaints were reported to sunrise medical (B)(4) llc regarding kidkarts not locking securely or folding up while in use. Ra/qa specialist called initial reporter at (B)(4). I left message for the initial reporter who is a dealer at national seating and mobility regarding the return of the chair so we can evaluate it. We do anticipate the chair being returned to us under RMA#53025. The wheelchair has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer does not have all of the details of the reportable event at this time to complete our investigation.